Event description:
An incident occurred with floseal on (B)(6) in the operation room at the rio piedras medical center. The product (floseal) didn't stop the patient from bleeding. The patient had an axillar vein laceration. Additional information received from medical information on (B)(4) 2011: the md used 5 ml of floseal, which did not result in bleeding cessation, so he used another 5ml, which also did not stop bleeding. This was the physician's first experience using floseal, he was unsure if he placed the product at the exact site of bleeding.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: it appears that a larger vein laceration was the source of bleeding. In case of such a major bleeding the speed of application and approximation of floseal is critical. Given that was the first time application attempt of floseal, it is highly probable that the application was not in line with the IFU recommendations. Review of the correct application of floseal with the reporting surgeon is recommended. As the reporting surgeon does not wish to be contacted regarding this matter, an attempt is being made to have the baxter sales representative review the correct application technique of floseal with the reporting surgeon, if possible. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the only instances in which floseal does not achieve expected hemostasis in the presence of moderate to active bleeding are: low levels of patient fibrinogen (exceptional) or, incorrect product application (user error). Given this was the first application attempt of floseal, an application error is most probable. Follow up required: did patient sustained a serious injury based on the lack of effect of floseal? Indication for use, bleeding intensity, vascular lesion size, and volume applied. Application details (speed of application and approximation, has the floseal been kept in place with a gauze) is recommended. For the second improbable alternative: cause of a potential low fibrinogen level has also to be investigated. Has the patient been heavily hemodiluted? Coagulation factor levels (especially plasma fibrinogen) before during and after surgery. Since floseal is an adjunct to hemostasis, that does not replace standard hemostatic techniques, there is no negative safety impact on the patient to be expected. In such circumstances alternative hemostatic methods have to be used. In case of physiologic plasma fibrinogen levels, documented surgeon retraining regarding compliant application technique (IFU review) by a qualified person is recommended. Given the paucity of clinical and application information we cannot exclude an application user error. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available at this time. Baxter puerto rico is in the process or working to obtain additional information. A follow-up submission will be sent upon receipt and evaluation of the additional information.

Event description:
Additional information received from surgeon by baxter: this was an axillary vein laceration where floseal was applied twice without stopping the bleeding. The vein was repaired without further complications. No sequela. Patient has recovered fully. As far as the surgeon is aware, all of the patient's lab work was normal pre-op. The surgeon has no further information to provide and does not wish to be contacted again for this matter.

Manufacturer narrative:
(B)(4). Baxter is still attempting to get the requested information for the reporting surgeon. A follow-up submission with be completed upon receipt and evaluation of the additional information.

Event description:
Additional information received: the physician informed that it was a (B)(6) male with a 3-4mm laceration of the axillary vein during the removal of heterotopic bone of the left shoulder that in two occasions didn't respond to floseal. So with direct pressing during 10 minutes the bleeding reduced enough to suture. The patient recovered without event so far.